Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 22 mmol/l (396 mg/dl) and they had ketones of 2.4 while wearing the pod between 25 and 36 hours when insulin began leaking. A new pod was placed and bg levels were dropping, but the ketone levels were still high, so the patient was taken to the hospital for assistance to lower ketones. The patient was prescribed a rapid insulin pen to take. The patient was discharged after 4 hours. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.